Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the atrial lead was not capturing. The patient was scheduled for a lead replacement. The physician decided to do a chest x-ray and confirmed that the lead had dislodged. The lead was capped and replaced on 30 jan 2023. The patient was in stable condition.